Event description:
The customer reported the subtraction mode is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reformatted the hard drive and reloaded software. System operates as intended. (B)(4).